Manufacturer narrative:
Product complaint # :(B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: der states that the metal liner and head were removed. It was also stated that product numbers could not be identified. Update ad 10 may 2018: (B)(4) has been re-opened under (B)(4) due to receipt of litigation records. Litigation alleges friction and wear between the cobalt-chromium metal and metal liner caused large amounts of toxic cobalt-chromium metal ions and particles to be released into patient's blood tissue and bone surrounding the implants. As a result patient had been experiencing severe pain, discomfort, limited mobility, loss range of motion, mental anguish including diminished enjoyment of life and inflammation in and around his implant. The event description has been updated to indicate the allegations as reviewed. The law firm name associated contact, patient harm and the correct affected side of the complaint were updated. An impacted product record for the stem was added due to the alleged toxic level of cobalt-chromium and the date of implant were added. Doi: (B)(6) 2008: dor: (B)(6) 2017 (left hip).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: der states that the metal liner and head were removed. It was also stated that product numbers could not be identified. Update ad (B)(6) 2018: (B)(4) has been re-opened under (B)(4) due to receipt of litigation records. Litigation alleges friction and wear between the cobalt-chromium metal and metal liner caused large amounts of toxic cobalt-chromium metal ions and particles to be released into patient's blood tissue and bone surrounding the implants. As a result patient had been experiencing severe pain, discomfort, limited mobility, loss range of motion, mental anguish including diminished enjoyment of life and inflammation in and around his implant. The event description has been updated to indicate the allegations as reviewed. The law firm name associated contact, patient harm and the correct affected side of the complaint were updated. An impacted product record for the stem was added due to the alleged toxic level of cobalt-chromium and the date of implant were added. Doi: (B)(6) 2008 : dor: (B)(6) 2017 (left hip).

Event description:
Ppf alleges loosening of cup and stem, metallosis and infection.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. UDI: (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot =null. Device history batch = null. Device history review = null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
Pfs alleges swelling in the thigh, leg pain, limited bending and walking. After reviewing medical record, patient was revised to address severe osteolysis and pseudotumor formation. There was a notable fluid collection around the hip extending to the thigh. Added product codes, lot numbers, manufacturing & expiration dates, weight of patient, patient codes. Corrected: patient initial, associated contact (lawyer), law firm, lawyer's name.